Event description:
It was reported that the shock impedance measurement gradually increased over time. At implant in 2012 it was 57 ohms and recently it reached 125 ohms on more than one occasion. The physician was considering future lead replacement (the implantable cardioverter defibrillator showed 1.5 years remaining longevity). Technical services recommended setting all shocks to 41 joules and raising the high shock lead impedance alert to 150 ohms, along with continued monitoring. The right ventricular lead remains in service. No adverse patient effects were reported.